Manufacturer narrative:
Date sent to FDA: 7/13/2018 additional narrative: it was reported that the patient had recurrent hernia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following the procedure the patient experienced pain and nausea. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgeries on (B)(6) 2013 and on (B)(6) 2016 and mesh was implanted during each surgery. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 12/13/2019. Corrected information: manufacturing site name. Additional narrative: it was reported that patient underwent revision of mesh on (B)(6) 2016. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.